Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: leaking from the tubing.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: leaking from the tubing.

Manufacturer narrative:
H6: investigation summary: the customer reported the tubing was leaking, and returned a photo of the incident. The photo verifies the complaint of leakage and the complaint is verified. Without a physical sample to investigate, the root cause of the leak is unknown. A device history record review for model 2465-0007 lot number 21016528 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 28jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.